Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant there was lead placement difficulty. The lead was not implanted. The procedure was aborted, the patient returned three days later and a new lead was successfully implanted. No patient complications have been reported as a result of this event.